Event description:
The customer contacted physio-control to report that their device had a service indicator present and an event code in the memory which indicates that the AED function of the device may be inoperable. In this state the device may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an electrically leaky capacitor, designator c160. Physio-control confirmed that due to the observed failure, the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.